Manufacturer narrative:
(B) (4), (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the doctor was using the device when he noticed a plastic/rubber ring was dislodged and dropped into patient. The item was retrieved and he continued using the device. The device did not fail.